Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The coil remains implanted in the patient and the remainder of the device was discarded at the user facility; therefore, a product analysis could not be performed. The root cause is unknown. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that the physician was attempting to coil the gastroduodendal artery (gda). The coil was forming nicely, but the microcatheter lost access to the vessel. The physician retracted the coil and was able to regain access to the vessel. An attempt was made to deploy the coil. The coil was deployed approximately 75% in the gda where it was supposed to be; however, the coil detached from the pusher wire and some of the coil was left hanging in the hepatic artery. Multiple attempts were made to remove the coil with a snare device, but were unsuccessful. The physician decided to deploy a covered stent in the hepatic artery to affix the remaining coil against the wall of the artery and the wall of the stent, which allowed the patient's artery to remain patent. There was no reported patient injury.